Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"), back pain ("back pain"), asthenia ("dont feel like my energetic, clear self anymore") and thinking abnormal ("dont feel like my energetic, clear self anymore"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (to removed essure coil). Essure was removed. At the time of the report, the medical device removal, headache, back pain, asthenia and thinking abnormal outcome was unknown. The reporter considered asthenia, back pain, headache, medical device removal and thinking abnormal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New events were added: headaches; back pain; don't feel like my energetic, clear headed self anymore (splitted). Treatment drugs were added: tylenol, ibuprofen. New reporter was added. On 23-mar-2020: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 549 days after essure insertion, she underwent medical device removal (seriousness criteria intervention required). Essure was removed the same day. An unknown time later she experienced headache ("headaches"), back pain ("back pain"), asthenia ("dont feel like my energetic, clear self anymore") and thinking abnormal ("dont feel like my energetic, clear self anymore"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (to removed essure coil). At the time of the report, the outcomes for these events were unknown. The reporter considered asthenia, back pain, headache, medical device removal and thinking abnormal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, patient date of birth, product indication, start and stop dates added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 549 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced headache ("headaches"), back pain ("back pain"), asthenia ("dont feel like my energetic, clear self anymore") and thinking abnormal ("dont feel like my energetic, clear self anymore"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (to removed essure coil). At the time of the report, the outcomes for these events were unknown. The reporter considered asthenia, back pain, headache, medical device removal and thinking abnormal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 549 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced headache ("headaches"), back pain ("back pain"), asthenia ("dont feel like my energetic, clear self anymore") and thinking abnormal ("dont feel like my energetic, clear self anymore"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (to removed essure coil). At the time of the report, the outcomes for these events were unknown. The reporter considered asthenia, back pain, headache, medical device removal and thinking abnormal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to removed essure coil). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 543 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced headache ("headaches"), back pain ("back pain"), asthenia ("dont feel like my energetic, clear self anymore") and thinking abnormal ("dont feel like my energetic, clear self anymore"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (to removed essure coil/bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered asthenia, back pain, headache, medical device removal and thinking abnormal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2013, however it was entered in argus as (B)(6) 2013 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) 2015, however it was entered in argus as (B)(6) 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: essure's date implanted updated from (B)(6) 2013 to (B)(6) 2013, essure's date explanted updated from (B)(6) 2015 to (B)(6) 2015, medical device removal's onset date updated from (B)(6) 2015 to (B)(6) 2015. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. B02268) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pap smear abnormal, endometriosis, allergy (she reports allergies in the past to some metal jewelry and thinks that may be the cause. She would like to explore the options for removal.), left lower quadrant pain (history of present illness: patient is here today for referral from fred west for pain in lower * quadrants for the last 18 months or so. She reports tegular menses) and pelvic pain female. Previously administered products included: ibuprofen and percocet [oxycodone hydrochloride;paracetamol]. Past adverse reactions to the above products included: rash with percocet [oxycodone hydrochloride;paracetamol]. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 543 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced headache ("headaches"), back pain ("back pain"), asthenia ("dont feel like my energetic, clear self anymore") and thinking abnormal ("dont feel like my energetic, clear self anymore"). The patient was treated with tylenol (paracetamol) and ibuprofen as well as surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered asthenia, back pain, headache, medical device removal and thinking abnormal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepant information: in this follow-up cycle essure start date was reported as (B)(6) 2013, however it was entered in argus as (B)(6) 2013 discrepant information: in this follow-up cycle essure stop date was reported as (B)(6) two prosthetic devices consistent with essure coils. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: specimen(s} submitted: a:right and left fallopian tube segments, right tagged gross description; the fallopian tube is serially sectioned and reveals a silver metallic wire occluding the lumen. Final diagnosis: bilateral fallopian tube segments, tubal ligation: complete surgical interruption of both fragments submitted. - no histopathologic abnormality. Two prosthetic devices consistent with essure coils the most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.